Manufacturer narrative:
(B)(4). Results of investigation: the field service representative determined the unit alarmed "vent inop" while operating on battery power. The internal batteries were replaced, and the operational verification procedure was performed where the unit was operating per manufacturer specifications.

Event description:
The customer stated that this unit is failing the o2 cell calibration however when the field service evaluated the unit he found a "vent inop" alarm in the events log. There was no patient involvement at the time of the event.